Event description:
It was reported that a drop in pacing impedance was noted. Fluoroscopy revealed externalized conductors at the rib- clavicle junction. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 22.1cm to 22.5cm from the connector pin due to friction with another device. Without return of the entire lead, a complete analysis could not be performed.